Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient was on impella 5.5 due to escalation from a previous impella cp. The patient required blood products to resolve suction alarms, and tpa for low purge flows. Due to concerns for pump saturation, dysfunction, and potential failure, the impella was exchanged for another impella 5.5. Patient survived.

Manufacturer narrative:
The investigation for the reported high purge pressure, saturated pump flow and pump suction has been completed. Pump was not returned. Data log review showed purge pressure rise intermittently while purge flows continually trended down. No mc spike noted but mc did trend up with purge metrics. The root cause of the high purge pressure was biomaterial build-up due to the intermittent purge pressure rise with decreasing purge flows and increasing motor current seen in the data logs. The root cause of the saturated flows was biomaterial build-up due to increasing mc at the same p-level, decreasing purge flows, increasing purge pressure all without a mc spike. Data log review showed pump suction continued throughout case even after fluid given and pump repositioned. The root cause of the pump suction could not be determined as the pump was not returned, inconclusive data log review, and insufficient clinical details

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. High purge pressure - data log review showed purge pressure rise intermittently while purge flows continually trended down. The cause of the high purge pressure was biomaterial build-up due to the intermittent purge pressure rise with decreasing purge flows and increasing motor current seen in the data logs. High or saturated pump flow - the cause of the saturated flows was biomaterial build-up due to increasing motor current (mc) at the same p-level, decreasing purge flows, increasing purge pressure all without a mc spike. Pump suction - the cause of the pump suction could not be determined as the pump was not returned, inconclusive data log review, and insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.